Event description:
It was reported that a clearlink system extension set experienced a no flow. It is unknown at what step of the process this occurred. The reporter stated that the set would not flow past the first connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a clearlink system extension set experienced a no flow. This occurred during infusion. The reporter stated that the set would not flow past the first connection. There was no patient injury or medical intervention associated with this event.. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation information: the sample was received for evaluation. A visual inspection, clear passage testing, pressure testing and simulated use testing were performed. The no flow condition was not identified during product evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the reported problem could not be identified or replicated. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.